Event description:
We received a report that during the implantation of a tecnis preloaded pcb00 27.0 diopter intraocular lens (iol), the trailing haptic was broken/missing. In follow up received on (B)(6) 2015 it was learned that the iol was prepared properly for the procedure. After it was implanted it was noticed that the haptic was missing the incision was enlarged and the lens was cut and removed. A replacement lens was placed during the same procedure. A suture was required to close the wound. It was reported that the patient is doing fine. A sales representative has visited the account to evaluate if the surgeon and other personnel are preparing and using the device per the directions for use; nothing out of the ordinary was identified.

Manufacturer narrative:
Concomitant products: viscoelastic: healon gv and healon; 1%irrigation solution. Initial reporter telephone number: (B)(6). (B)(4). PMA 510(k): this field is not completed as this report is being filed on an international product; tecnis itec preloaded 1-piece iol, model pcb00 that has a similar product, tecnis 1-piece iol model zmb00 which is distributed in the united states under PMA p980040. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned for investigation. Visual inspection found the plunger in a fully advanced position. Cartridge was fully engaged into lower body of the lens. No manufacturing assembly error was identified. The iol was received cut in two (2) portions. One part of the lens was observed stuck at the cartridge tip. Visual inspection at 10x microscope magnification found the lens part observed stuck was confirmed to be one of the lens'' haptics. No defects in the plunger/push rod tip or cartridge were identified that could impair functionality. Lens able to advance from the preloaded lens housing to the cartridge tube and then stuck and broke. As the iol was observed broken in the cartridge, the customer claim could be related to advancing the plunger/push rod too fast and/or excess pressure. The directions for use (dfu) states: for delivery, slowly advance the lens until the lens is fully released from the insertion system tip. The preload delivery system was not affected by the manufacturing process as there were no assembly errors, defective cartridges, or plunger rod tip damages during manufacturing. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method, inspections or specifications that could be related with this complaint type. The documentation showed that the production order was manufactured according to specifications and the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.